Event description:
The system does not start. It was reported to philips that the allura device would not start up. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that system was not starting. Rse analyse the system remotely and found that the host pc did not find the hard disk. Rse advised to customer to disconnect and reconnect the hard disc of the host pc. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.